Event description:
The customer reported that they had disinfectant running out of the spray tower. During the rinse cycle no water was coming from the spray tower. The customer stated that they had not had any reports of patient injury. The asp field service engineer (fse) went to the facility to repair the unit.

Manufacturer narrative:
Capital equipment, unit evaluated at the facility. The fse found a bad spray tower valve. He replaced the v5 spray tower valve and verified operation. He ran an empty wash/disinfect cycle that passed okay. He verified that the system met specifications.